Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 patient codes and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance over the past year and was now high out of range greater than 125 ohms. It was noted that patient has not received a shock since 2009. Technical services discussed troubleshooting regarding looking at why the lead was programmed coil to can, and to consider a commanded shock. The lead remains in-service at this time. No adverse patient effects were reported. Additional information received indicated that this lead was exhibited elevated shock impedances. Technical services (ts) reviewed and stated that the impedances were on average at 180 ohms, and it went up to greater than 200 ohms. Ts recommended to have lead revision performed. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance over the past year and was now high out of range greater than 125 ohms. It was noted that patient has not received a shock since (B)(6) 2009. Technical services discussed troubleshooting regarding looking at why the lead was programmed coil to can, and to consider a commanded shock. The lead remains in-service at this time. No adverse patient effects were reported. Additional information received indicated that this lead was exhibited elevated shock impedances. Technical services (ts) reviewed and stated that the impedances were on average at 180 ohms, and it went up to greater than 200 ohms. Ts recommended to have lead revision performed. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicates that inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered for supraventricular tachycardia (svt). Ts performed a data analysis and stated that the impedance value for this lead measured at 142 ohms. It was stated that the patient was refusing a lead revision. Ts indicated the risks of having high out of range shock impedance. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance over the past year and was now high out of range greater than 125 ohms. It was noted that patient has not received a shock since 2009. Technical services discussed troubleshooting regarding looking at why the lead was programmed coil to can, and to consider a commanded shock. The lead remains in-service at this time. No adverse patient effects were reported. Additional information received indicated that this lead was exhibited elevated shock impedances. Technical services (ts) reviewed and stated that the impedances were on average at 180 ohms, and it went up to greater than 200 ohms. Ts recommended to have lead revision performed. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicates that inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered for supraventricular tachycardia (svt). Ts performed a data analysis and stated that the impedance value for this lead measured at 142 ohms. It was stated that the patient was refusing a lead revision. Ts indicated the risks of having high out of range shock impedance. The lead remains in use. No adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of surgically intervention and impact on the patient.

Event description:
It was reported that this right ventricular (rv) lead had gradual rise in shock impedance over the past year, and was now high out of range greater than 125 ohms. It was noted that patient has not received a shock since 2009. Technical services discussed troubleshooting regarding looking at why the lead was programmed coil to can, and to consider a commanded shock. The lead remains in-service at this time. No adverse patient effects were reported.